Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she started to use the insulin pump with the button error alarm again on (B)(6) 2016. Customer was told by the health care provider at the emergency room to remove the new replacement pump and put on the old insulin pump. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 256 mg/dl. Customer's blood glucose was high at home at 400 mg/dl. Customer's blood glucose was rising when she was at home. Customer stated that the emergency room said she was okay. Customer was sent home after 3 hours. Customer was wearing the pump the whole time during the hospitalization. Customer was advised to remove the pump as it will be replaced due to a previously reported button error alarm.